Manufacturer narrative:
Concomitant medical products: concomitant device - cocr fem head 32mm -3.5 offset 12/14 (cat# 142-32-93). (H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis, edge loading of the femoral head on the acetabular liner due to implant positioning and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the monitoring reported for prosthesis wear is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints). However, there did not appear to be confirmed prosthesis wear at this time. Correction/removal number: z-2112-2021; z-2113-2021; z-2114-2021; z-2115-2021; z-2116-2021; z-2117-2021; z-2118-2021; z-2119-2021; z-2120-2021; z-2121-2021; z-2122-2021; z-2123-2021; z-2124-2021; z-2125-2021; z-2126-2021; z-2127-2021; z-2128-2021; z-2129-2021; z-2130 thru 33-2021.

Event description:
The 80 year old female patient with bilateral tha involved was reported as wear monitoring approximately 3.5 years after the index surgery to her left hip. The prosthesis wear was not able to be confirmed from the provided radiograph and the device is not available for evaluation due to remaining implanted. Patient is reported to have had a revision on the contralateral hip secondary to stem subsidence and femoral fracture.